Manufacturer narrative:
B3- date of event: estimated d4- the UDI number is not known as the catalogue and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during use of a whisper guidewire the polymer coating was noted to be flaking [crumbling] during use of with a balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.